Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although the customer initially reported a service code after installing a new battery, review of the AED's internal log files determined that the previous battery had become fully depleted. Analysis of the AED log files showed that the customer's failure to promptly address the red asi warnings reduced the battery life expectancy. On (B)(6) 2023, the AED detected that the battery was low and attempted to alert the user by flashing the red asi and chirping. The AED continued to flash and chirp until (B)(6) 2023, when the battery pack became completely depleted. Electronic log files showed no evidence of user interaction to address the AED's condition until (B)(6) 2023, when a replacement battery pack was inserted. During bench testing of the returned device, the service code was cleared with a manual self test and the AED was found to function as designed. Although the original customer report was not initially considered MDR reportable, the manufacturer's evaluation confirmed a malfunction that could result in a delay or failure to deliver therapy in a clinical scenario. Therefore, this event is being reported in accordance with 21 cfr 803.50.